Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was delayed in responding to touch. Customer pressed the wake button multiple times and the wake button performed as intended. Customers blood glucose level ranged from 360-397 mg/dl.